Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that drawer 5 kept popping open in the cubie. A technical support specialist (tss) verified that the issue occurred when two pockets contained the same medication. One pocket was already empty, but the system still showed one more item in it. As a result, the second pocket did not open because the system considered the first pocket not empty. The tss further stated that the pharmacist had already verified the count and resolved the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the cubie keeps popping up as open. The customer reported that there was a delay as the nurse could not be able to get ketorolac 30mg/ml injection. There were no adverse events or injuries reported based on this event.